Event description:
A malfunction was reported on the pump by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information and assistance to reset the pump, and there was no report of resetting the pump for the issue within the last 24 hours.